Manufacturer narrative:
On 22-jul-2025: product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head itself started to rotate when using - oral-b [device physical property issue] brush head comes loose in the mouth - oral-b [device breakage]. Case narrative: consumer via phone stated that while brushing his teeth, brush head itself started to rotate, and it comes loose in mouth. No injury was reported. 22-jul-2025 product investigation results: the product was received by the manufacturer on 03-jun-2025. No manufacturing cause and no design issue identified based on investigation. No injury was reported.

Event description:
Brush head itself started to rotate when using - oral-b [device physical property issue] brush head comes loose in the mouth - oral-b [device breakage]. Case narrative: consumer via phone stated that while brushing his teeth, brush head itself started to rotate, and it comes loose in mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.